Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the rf (radio frequency) was not able to interrogate and rf head failed uplink functional tests; rf head cable found out of electrical specification. Analysis also found the rf head upper case lens is very foggy. (B)(4).

Event description:
It was reported the programmer wand may be on its way out. The programmer wand was returned for repair. No patient complications were reported as a result of this event.